Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pump powered off without sounding an audible alarm tone while operating on battery power. The pump was returned from the clinical setting to the biomedical dept with a note indicating that after the device was unplugged from ac power, the device lost its settings and powered off. There were no reported adverse pt effects. No medical interventions were required. Therapy was resumed using a replacement device. During testing at the user facility, the device powered off without sounding an audible alarm tone while operating on battery power. Though requested, no additional info was provided.